Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer experienced a four hour period of continuously high bgs (336-458 mg/dl) which could not be controlled despite multiple correction boluses. Manual shots of insulin were administered, which were successful at lowering his levels. As his bgs began to rise once again and would not lower after several bolus attempts, the pod was deactivated. The pod will be returned for evaluation.